Manufacturer narrative:
A medtronic field service engineer (fse) visited the site on 9/15/2016 and tested the o-arm system. He found j9 pin 1 at the gantry general-purpose input/output (gpio) of the left o-arm tracker was backed out. He reseated pin 1. It is unknown if this backed out pin was affecting the tracker accuracy. This system recently had a software upgrade performed. After loading software 4.0.2 the geocal file reverted to default, which likely affected the tracker accuracy. To remedy the issue, the fse re-calibrated both trackers in 20cm and 40cm field of view. He saved the file locally and externally for future use. After re-calibration the system passed all navigation accuracy verification, as well as the system checkout, and was returned to service. This device is included in the medical device field correction notification, " o-arm¿ o2 surgical imaging system navigation accuracy - spatial calibration may be erroneous in stealthstation¿ navigated images" (september 2016).

Event description:
A medtronic representative reported that, during a spinal fusion surgery, all instrument navigation was allegedly 3mm inaccurate in the anterior and lateral planes. The surgeon was aware of this and continued using o-arm imaging and navigation to place his screws. The confirmation spin showed that a screw had breached the spinal canal. The patient temporarily lost motor signal until the screw was removed and redirected. This loss of signal occurred during placement on the right t1 vertebrae. No further issues after screw was redirected intraoperatively. Delay of less than an hour.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The software evaluation found that the geocal file of the imaging system was essential for accuracy during navigation and system performance was not properly identified.